Event description:
Customer reported opcheck passed, however, the battery is not being recognized by battery compartment a. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.